Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no indication a product deficiency contributed to this adverse event.  The cause of the inadequate leaflet coaptation and sub sequential central ai is unknown, however may be due to the mechanisms described above.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), after the implant of a 20 mm sapien 3 valve by tf approach in aortic position, ¿aortic insufficiency¿ was detected. Using echo, central leak and mild pvl were discovered. It was decided to implant a second valve, performing a valve in valve (viv), using another 20 mm sapien 3 valve. The event resolved and the patient is doing well. As per echo, it seemed that one of the leaflets did not close properly. The native annulus measured 321.3 mm2.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. As the affected device was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU materials, review of manufacturing mitigation, root cause analysis and fmea assessment. Review of the returned pre-op CT and cine imagery revealed native annulus measurements. The area derived 20.2 mm and area 321.3 mm2. Based on given measurement, it appeared that correct valve size (20mm) was selected. The balloon appeared to be fully inflated to deploy the thv. The thv appeared to be fully expanded and deployed coaxially within annulus with 80:20 (a:v) ratio. There was severe central leakage observed without wire across. The work orders relate to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. It should be noted that evaluation code ¿leaflet ¿ inadequate coaptation-in patient¿ is similar to ¿leaflet ¿ motion restricted-in patient¿, therefore, the review was performed on both codes. A lot history review did not reveal any other additional complaint related to ¿leaflet ¿ inadequate coaptation-in patient¿ or ¿leaflet ¿ motion restricted ¿ in patient¿ or ¿valve ¿ regurgitation-central leak¿ for the related work order. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers from the related work order and verifying that there has been no other complaint associated with each serial number. A review of complaint history for sapien 3 (all sizes) from may 2017 to april 2018 revealed other complaints with returned valves for ¿leaflet ¿ inadequate coaptation-in patient¿, ¿leaflet ¿ motion restricted-in patient¿, and ¿valve ¿ regurgitation-central leak¿. For leaflet ¿ inadequate coaptation-in patient, there were no complaints with a returned valve. For leaflet ¿ motion restricted-in patient, one complaint was unable to be confirmed, and no manufacturing non-conformance were identified during engineering evaluation. A second complaint was unable to be confirmed, and no manufacturing non-conformances were identified during engineering evaluation. Although a definite root cause was unable to be determined, based on given information, procedural factors (under expansion valve and leaflet damage due to post dilatation) may have contributed to the reported event. For valve ¿ regurgitation-central leak, one was unable to be confirmed, and no manufacturing non-conformances were identified during engineering evaluation. Although a definite root cause was unable to be determined, based on given information, procedural factors (under expansion valve and leaflet damage due to post dilatation) may have contributed to the reported event. A review of complaint history revealed that the occurrence rates did not exceed the april 2018 control limits for trend categories ¿leaflet motion restricted (in patient)¿ and ¿regurgitation¿. Due to the observed complaints, IFU, device prepping manual, patient screening manual, and training manual for sapien 3 with commander delivery system were reviewed for proper thv preparation, positioning and deployment, and post deployment thv assessment. No IFU/training deficiencies were identified. Multiple manufacturing mitigation are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. The frame components are 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions. The frame is 100% dimensionally inspected. It is also 100% visually inspected by manufacturing for scratches, grooves, and deformation using 10x magnification after cleaning and drying cycle. Leaflet components undergo multiple inspections. Leaflet thickness is measured per process sheet/ work order requirements. Leaflets are 100% tested and grouped by deflection category for subsequence process. Die cut leaflets are dimensionally inspected on sampling basis (ltpd 10%) with go/no go gage. Die cut leaflets are visually inspected on sampling basis to verify tissue slit exist under 8x magnification. Die cut leaflets are 100% visually inspected for mechanical defects (e.g. Delamination, separation, damaged tissue surface, thin spot, and wrinkle). During the production flow testing on the sapien 3 valves, the coaptation test was performed using appropriate fixtures and instructions. The adequacy of thv valve coaptation and valve appearance are 100% inspected before and after valve holder attachment. Prior to final packaging, 100% visual inspection is performed at preliminary packaging to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The complaint of ¿valve ¿ regurgitation-central leak¿ was confirmed based on the review of returned cine imagery. Without echo imagery, the reported event related to immobile leaflet could not be determined. As a result, the complaint of ¿leaflet ¿ inadequate coaptation-in patient¿ was unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of valve oversizing or under expansion, native leaflet overhang due to valve deployment too ventricular, leaflet impingement due to guidewire, leaflet impingement in a calcified valve, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The aforementioned patient and/or procedural factors can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic regurgitation. In this case, it appears that a correct valve size (20mm) was selected based on the measurement of annulus area (321.3 mm2). In a provided image, the valve appeared to be fully expanded and deployed coaxially within annulus with 80:20 (a/v) ratio. Post thv deployment, a central leakage was observed without a wire across. Therefore, central regurgitation as a result of valve oversizing or under expansion, native leaflet overhang due to valve deployment too ventricular, or leaflet impingement due to guidewire are likely not root causes for this case. The degree of native valve calcification was not provided for this case, therefore the possibility of leaflet impingement by calcification could not be determined. There is insufficient information to determine a root cause at this time. Since no product non-conformances or labeling/IFU/training deficiencies were identified, fmea assessments are not required. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the applicable complaint trending control limits, a product risk assessment (pra) escalation is not required. While the complaint of ¿leaflet ¿ inadequate coaptation-in patient¿ was unable to be confirmed, the complaint of ¿valve ¿ regurgitation-central leak was confirmed based on the review of returned imagery. No manufacturing non-conformances were identified during evaluation, and a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the april 2018 control limits for applicable trend categories, no corrective or preventative action is required at this time.